Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Code 62959 - inappropriate or unexpected reset-remove.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact the customer's blood glucose. The customer continued to use the pump for insulin therapy.